Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. It is indicated that the device was retained at the facility and will not be returned for evaluation; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Early surgical intervention was performed to explant and replace the device. No adverse patient effects were reported.